Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective eeprom u6 failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultramini displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at around 7:30am. The patient manages his diabetes with a combination of diabetes medications. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "dizzy and nausea" on the same day after the alleged product issue began (time not provided); however, the patient denied having received any treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no evidence that the subject meter caused or contributed to a serious injury. The reported symptoms of "dizzy and nausea" do not meet lifescan's criteria for a serious injury. There was no treatment received. The alleged product issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.